Manufacturer narrative:
The investigation for the ventricle perforation and hemolysis has been completed. Following a pull-thru insertion technique, the rv outflow tract was found to be ruptured which required additional repair and was fixed in the same setting. This is not the recommended insertion technique as per rp flex IFU document. The cause of the ventricle perforation was most likely use related as it occurred during insertion with an off-label technique. Data logs show noisy ps and cvp with brief suction alarm at start of case that recovers. Overall, motor current (mc) and flows trending down throughout the case and placement signal (ps) and cvp trending up. No mc spikes outside of p-level changes, which do not suggest biomaterial ingestion. No other relevant abnormalities observed. Returned product showed 3 cannula kinks and small biomaterial around the impeller. The pump passed hemolysis testing mih = 3.63. The patient had CABG and vsd/vsr prior to support. The pump was confirmed to be in proper position with no significant changes. Poor patient condition and cannula kinks found on the returned product are potential contributing causes to the hemolysis, however a definitive root cause could not be determined.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smartassist system and impella 5.5 with smartassist for use during cardiogenic shock & impella rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ impella rp smartassist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smartassist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ impella cp with smartassist system & impella 5.5 with smartassist for use during impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, the patient was found to have a right ventricle outflow tract rupture. Rupture was repaired. The doctor felt that this rupture happened during the implant. Additionally, the patient stopped making urine. The impella rp flex position was unchanged from previous x-ray - appearing to be in adequate position. Due to hemolysis, the impella rp flex was explanted. The patient survived the event.